Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Note: customer reported using strip lot #0927928 when reported readings were obtained, however test strip lot# 0916028 was returned.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 380 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The event is reported as: the clips do not stay in the jaws of the applier. No injuries reported.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.